Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max was unable to reach full vacuum; the pump max would only aspirate to a level of - (B)(4) kpa. The physician continued the procedure using multiple different techniques, including continuing to use the pump max, however the thrombus in the basilar artery was not able to be removed, and the patient died due to the occlusion.

Manufacturer narrative:
Results: there was no visible damage to the exterior of the pump max. Conclusions: evaluation of the returned pump max revealed it was able to power on and achieve vacuum levels within specification. If there were small leaks elsewhere in the system it may have caused the vacuum level to drop. Penumbra pumps are 100% functionally tested and visually inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.